Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result that was generated by the unicel dxl instrument. - the elevated accu tnl result was 0.57ng/ml. - the elevated result was not reported out of the lab. The customer indicated the pt sample was retested after the pt sample was re-centrifuged. - the repeated accu tnl result was 0.010ng/ml. There have been no reports of injury or change to pt treatment that can be associated with this event.